Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a breast biopsy procedure on (B)(6) 2016, the "obturator tip fell off" outside the patient prior to insertion. The procedure was completed with a second device. "No report of patient injury."

Manufacturer narrative:
The returned device was received and visually inspected. The investigator verified that the distal tip of the obturator is broken. Cause is presently unknown for failure. The reported observation was confirmed. This observation is being trended and monitored.